Manufacturer narrative:
Concomitant medical products: 419478, lead, (B)(6) 2014 implanted. C4tr01, crtd, (B)(6) 2014 implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance values had stabilized and will be monitored.